Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a main display problem was confirmed and reproduced. The cause of the reported condition was determined to be a defective main display. The main display was replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 5.08.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a main display problem. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.